Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This patient was retrospectively enrolled with an intramucosal adenocarcinoma. After a secondary focal ablation the patient experienced dysphagia. Upon endoscopy a mild stricture was noted which was subsequently dilated after which the patient's symptoms were resolved. Per the physician, the severity of this event was mild, and relationship of the event to the device procedure was probable, and there was no device malfunction.